Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc concluded that the reported phenomenon was attributed to improperly connected dvi cable. Also, the exact cause of the improper connection of the dvi cable was attributed the user handling because the reported phenomenon did not occur at the time of installation. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the image from the dvi input connector of the subject device was not displayed on the screen of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and also found that after refixing the connection and cleaning the dvi input connector, the issue was resolved. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.